Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 88% stenosed, 13x4.7mm, eccentric and the de novo target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The lesion contained between a 45 and 95 degree bend. Predilation was performed with a 40x20mm emerge balloon catheter, leaving 37% residual stenosis in the lesion. A 16 x 4.50mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. There is no damage to the stent. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 88% stenosed, 13x4.7mm, eccentric and the de novo target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The lesion contained between a 45 and 95 degree bend. Predilation was performed with a 40x20mm emerge balloon catheter, leaving 37% residual stenosis in the lesion. A 16 x 4.50mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.